Manufacturer narrative:
It was reported that the right hand side push handle snapped off at locating block, left push handle was also very distorted. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
It was reported that the right hand side push handle snapped off at locating block, left push handle was also very distorted. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).